Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked from between the luer-lock plug and flashback chamber. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the complaint revolves around a leak between the luer-lock plug and the flash-back chamber."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked from between the luer-lock plug and flashback chamber. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the complaint revolves around a leak between the luer-lock plug and the flash-back chamber."